Event description:
The facility representative reported an infuso.r. Pump with a condition of "syringe latch is broken". This condition occurred during programming/setup in the "anesthesia" department. This condition had the potential to interrupt delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A service history review revealed that this device has not been serviced prior to this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with malfunction of "syringe latch is broken" was confirmed and reproduced during device evaluation. The cause of the problem was physical damage to the syringe holder assembly. Service replaced the syringe holder assembly to fix the problem. Additional information: a device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem.